Event description:
Related manufacturer reference number 1627487-2022-05378. It was reported the patient was experiencing uncomfortable stimulation (zapping) at the groin and right leg and a warm sensation at the ipg pocket. As such, the patient underwent surgical intervention where the system was explanted to address the issues. Investigation was unable to determine which of the devices attributed to the event.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The allegation is against 1 of 3 leads; however, it is unknown which components, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(4), batch: 8081547. Common device name: scs lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(4), batch: 8176651.

Manufacturer narrative:
The reported event for uncomfortable stimulation and heating at the ipg site was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was functionally tested and passed all testing. The field scenario was recreated to address the issue of heating. The ipg met the product requirement specification for heat generation during use.